Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet with a dexcom g7 and a 23" teflon 6 mm infusion set, including readings in the 40s and a nadir of 39 for several hours, with loss of hypoglycemia awareness; the user treated with oral glucose and intranasal glucagon without effect, and the device was factory reset and set up again with a new sensor and infusion set. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.